Event description:
On (B)(6) 2012, the patient contacted animas and stated that a few months ago, the up arrow and down arrow keypad buttons required multiple button presses to elicit a response. It was noted that the other keypad buttons had tactile issues. The patient reportedly used animas wipes to clean the pump and wore the pump attached to her waist. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently responsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.